Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a chemolock¿ port that the customer reported to have leaked due to the product unseating from an initial secure connection. There was a patient involvement but there was no harm associated with the event.